Manufacturer narrative:
Device manufacture date: april 19, 2016- april 20, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection under magnification was performed and revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon inside of a small volume infusor burst during filling. There was no patient involvement. No additional information is available.